Manufacturer narrative:
Philips service performed a reboot, reconnected cables, and monitored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the miu fuse tripped on rail voltage output to adu during clinical use on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.